Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Event description:
It was reported that patient experienced ineffective therapy, patients lead had high impedances. As a result, surgical intervention was undertaken wherein lead was explanted and replaced to address the issue. Patients ipg was also explanted and replaced for an unknown reason.

Manufacturer narrative:
Correction: additional information was obtained that ipg was electively explanted/replaced. There is no alleged stated deficiency or malfunction of the device.

Event description:
Additional information was obtained that ipg was electively explanted/replaced. There is no alleged stated deficiency or malfunction of the device.